Event description:
A customer reported a high reading issue with the freestyle libre sensor. The customer obtained higher sensor readings compared to readings obtained on the built-in meter and experienced a loss of consciousness. The customer indicated they were unable to self-treat, however, no third-party intervention was reported. No additional details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre sensor. The customer obtained higher sensor readings compared to readings obtained on the built-in meter and experienced a loss of consciousness. The customer indicated they were unable to self-treat, however, no third-party intervention was reported. No additional details were provided. There was no report of death or permanent impairment associated with this event.